Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customers mother reported via phone call that her son's insulin pump had stopped working. Customer states her son's device is reading a motion sensor test failure alarm. Customer states her son was exposed to a magnetic pull at work. The patients' blood glucose at the time of incident is unknown. The insulin pump is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to a35 alarm during rewind. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.